Event description:
It is reported that a customer found moisture inside their insulin pump. The customer has a blood glucose level was 96 mg/dl at the time of the call. The customer states that there is fluid/moisture in the lcd screen of the insulin pump. The customer was informed that the pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. A replacement pump was shipped to the customer. The customer sent the product back for analysis. No further information was provided.

Manufacturer narrative:
The insulin pump was received with minor scratches on the display window, cracked reservoir tube lip, cracked belt clip slot, and cracked battery tube threads. All operating currents were within specification and no unexpected battery alarm was noted. No moisture damage was noted to the motor assembly or electronic assembly.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.